Manufacturer narrative:
Additional information was received that the patient had lost stimulation in the back due to lead migration.

Event description:
A report was received that the patient underwent a lead replacement procedure due to lead migration.

Event description:
A report was received that the patient underwent a lead replacement procedure due to lead migration.